Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she is experiencing a lancing device issue with her onetouch delica blood sampler. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with oral medication, 1000mg of metformin, diet and exercise and took her usual, daily dosage of medication in response to the reported issue. In (B)(6) 2011, the patient claimed to have developed symptoms of "extreme thirst" but denied receiving any treatment in response to the symptoms. During the follow up call, the patient did confirm that she "stopped testing her blood sugar until she received the correct type lancets from lfs." During the follow up call, the mss confirmed with the patient that the replacement products were received and that she is now back to testing her blood glucose levels. Although the patient denied receiving any treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of serious injury.